Event description:
Add'l info rec'd from MFR 5/7/03: the skull clamp was visibly examined and the various components were manipulated to verify performance. After the device was cleaned and reassembled it was applied to a test skull and adjusted to 80# pressure. The skull clamp did not loosen and functioned properly. The apparent failure mode was the "very stiff" rocker arm caused by the heavy residue build-up on the retainer screw and washers that hold the rocker arm in position. Based on the nature of inquiry, adverse event or product problem report and the results of the examination, it was concluded that the residue build-up caused the rocker arm to not properly position on the skull, resulting in poorly seated/delayed seated skull pins that caused a simulated loss in pressure on the single pin side. After the device was cleaned it was functionally tested and it performed properly when properly adjusted, positioned and locked. Omi sent the hospital a copy of this report and copies of the leaflet "skull clamp reported slippages", a mayfield positioning diagram and the english section of the mayfield skull clamp instruction manual. This info may be helpful to the neurology staff.

Event description:
Mayfield head holder and pins did not hold pt's neck in place as screws did not hold.